Event description:
It was reported that the subject device had static. The reported issue occurred during service/maintenance and there were no reports of patient involvement.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) clinic. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d10, h2, h3, h6, h11. Corrected fields: e3. The device was returned to olympus for inspection the customer's allegation was confirmed - blackout. Based on the results of the investigation, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.